Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the hospital due to a blood glucose level in the 800 mg/dl range. The customer was that the customer was treated with manual insulin injections of levemir insulin. The customer was released from the hospital on (B)(6) 2022 with no permanent damage. The customer alleged that the cause of the issue was due to the pump suspending insulin delivery. During troubleshooting with tandem technical support, a resume pump alarm and a low insulin alert were reported. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.